Event description:
It was reported that the device has a high pressure alarm. No patient injury was reported.

Event description:
It was reported that the device has a high pressure alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with minor wear and tear on the case. The front panel is bent at the top right corner. The customer stated problem was not duplicated, the high pressure alarm functions as intended. Noticed the cycle led flashes at the high end of 11.5 cmh2o. Replaced the alarm cable harness as a preventative measure. The cause of the reported problem could not be determined. The previous service history has been reviewed and is unrelated to the current customer reported reason.